Manufacturer narrative:
(B)(4).

Event description:
The insterting nurse experienced a continuous orange symbol when advancing the vps/PICC. Additionally, it was noted that a continuous dotted line was observed below the doppler bar with a steady chirping noise. Elevated p-wave was successfully observed with ECG. Correct tip placement was correlated using cxr. No patient injury or complication reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: the insterting nurse experienced a continuous orange symbol when advancing the vps/PICC. Additionally, it was noted that a continuous dotted line was observed below the doppler bar with a steady chirping noise. Elevated p-wave was successfully observed with ECG. Correct tip placement was correlated using cxr. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.